Manufacturer narrative:
Upon discussion and troubleshooting via phone it was identified the presets were cleared when the processor came in for a previous repair. Upon receipt back from repair the physician during the first laser case was unable to see properly because of the bright laser causing a problem with the endoscopic image viewing. Factory settings were successfully loaded into the processor which resolved the issue.

Event description:
It was reported that during an unspecified therapeutic procedure the customer experienced a green light laser issue with the unit.